Event description:
The physicians achieved arteriotomy closure with two closer s 6fr. Devices after an interventional procedure that requires two punctures to the artery. Angiography was not performed to confirm the two arteriotomy placements in the right common femoral artery. One access site was for angiography, the other access site was for the percutaneous coronary interventional procedure. The marker lumens were flushed during preparation. Both puncture sites were closed with closer s devices. It was reported that closure was achieved and the patient left the operating room with "good" dorsalis pedal pulses. The patient was moved to a room and after three hours complained of pain in the right leg. Angiography confirmed a right common femoral arterial dissection and occlusion. The patient was taken to surgery for repair of the artery. Hemostasis was achieved. The surgeon reported that "one of the knots was attached between the inner and outer membrane". The patient's condition was reported to be "well" postoperatively. The following day the patient had a percutaneous transluminal coronary angioplasty to the left coronary artery. The patient was taken for an emergency coronary artery bypass graft and remains in the hospital at the time of this report.